Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro short port blunt tip trocar "btt" balloon burst. It was a clean pop and no pieces had to be retrieved from the pt's leg. The balloon was only filled between 15cc and 20cc of air per the recommended IFU which states to not inflate with more than 25cc of air. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).